Manufacturer narrative:
The explanted device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the pt presented with shortness of breath, hematuria and dehydration. Then, her pump power spiked and it was determined that she should be scheduled for a pump exchange. When pt's chest was opened, the outflow graft was found completely "kinked off". The pts pump was exchanged with a different mfrs pump.